Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Insulin unable to perform displacement test due to motor error alarm. Insulin pump had minor scratches display window and cracked reservoir tube lip.

Event description:
Customer reported his insulin pump received a prime alarm. When he rewinds, the piston goes forward and shoots insulin out and then it alarms. Customer's blood glucose is 242 mg/dl. The device was not dropped. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.